Manufacturer narrative:
The device was not available for evaluation. The device history records were reviewed for this manufacturing lot and there were no non-conformities found thought the be related to the reported event. (B)(4). Hyphema, inflammation, elevated iop and decreased visual acuity are identified in the device labeling as known inherent risks of cataract and glaucoma stent surgery. Submitted to FDA on 5/26/2016.

Event description:
The surgeon initially reported being unable to implant the istent on (B)(6) 2016 due to poor visualization secondary to heme. The surgeon provided the following additional information to glaukos on 5/6/2016. Intraoperatively, the stent was thought to be removed from the eye via irrigation and aspiration. Postoperatively, the patient presented with elevated iop and inflammation in the operative eye. The patient was placed on anti-inflammatory medications. On (B)(6) 2016 the patient's iop was 17 mmhg. Additional follow-up was requested and on 5/11/2016 the surgeon provided the following details. Postoperatively, the patient presented with persistent hyphema, persistent inflammation, elevated iop, and decreased/impaired visual acuity (20/200) in the operative eye. On (B)(6) 2016 the surgeon reported that the patient was improving; vision has improved, the patient is responding to treatment and the inflammation is clearing up. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
Clinical follow-up was requested and on (B)(6) 2016 the surgeon provided the following additional details. During the initial procedure visualization was compromised due to bleeding as the patient was on plavix and aspirin. The surgeon stated that the bleeding was not caused by the device. No stent was implanted because of the amount of blood in the eye. Post-operative imaging confirmed that the device was successfully removed from the eye via irrigation and aspiration. The patient's preoperative iop was estimated to be in the low 20's, though the surgeon was not able to obtain a consistent pre-operative baseline iop as the patient was not compliant with his glaucoma medications. The surgeon stated that the elevated iop, decreased vision, and inflammation were all pre-existing conditions and were not believed to be device related. The hyphema did not require medical or surgical intervention and was self-resolving with no sequelae. The pre-operative medications were continued, but the patient was referred to a glaucoma specialist due to non-compliance with prescribed medications and a tube shunt was implanted in the operative eye. The patient improved and the surgeon stated that he did not think that the post-operative events were related to the stent as the procedure was aborted due to compromised visualization secondary to bleeding.